Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed e380 (plunger failure) malfunction code. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the regulatory closer was unseated.

Manufacturer narrative:
During testing, it was noted that the regulator closer was unseated. The unseated regulator closer was most likely due to reinstallation of the fluid shield. This report represents all the information known by the reporter upon query by hospira personnel.